Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) migrated from the corpora's body to near to the buttock, due to a proximal perforation of the corpora that occurred during the original implant procedure. In addition, it was noted that the implanted cylinders were too long because the proximal perforation made it seem like the patient was bigger; therefore, a replacement surgery was performed to remove the existing pump and cylinders and implant smaller ones. There were no further patient complications.